Event description:
It was reported that the patient heard ¿magnet¿ tones coming from the implantable cardioverter defibrillator (ICD) device. Additional information from the clinic disclosed that there has been no determination as to what is causing the alert tones. They suspect that the issue may be related to electromagnetic interference (emi) from metal magnetic fishing lures which are left on the patient¿s shirt sleeve. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the actual product was not returned for analysis. However, performance data was collected from the device and was analyzed. Analysis of the device memory was performed and no anomalies were found. Magnet tones noted on (B)(6) 2015. Cause undetermined. (B)(4).